Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's system was explanted on (B)(6) 2021 due to the ipg not being functional.

Manufacturer narrative:
The reported observation of the system was explanted and no longer functional was not confirmed. A specific device performance issue was not reported. The analysis results concluded the ipg was operating at the time of the explant and was operating in MRI mode up to the explant date. When a device is placed in MRI mode the ability to establish communication between the programmer and the implantable pulse generator (ipg) can only be achieved with a programmer currently bonded to the device. The ipg logs suggested there were no attempts to exit MRI mode. No issues were noted with the associated leads concerning the ability to deliver stimulation. The ipg logs suggest stimulation was being delivered as programmed when made active using a programmer.